Manufacturer narrative:
Date sent to the FDA: 09/27/2017 (B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date, a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the adverse events described in the article? How long after the procedure was the exposure first noted? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used?

Event description:
It was reported in a journal article that the patient underwent an enucleation or evisceration procedure on unknown date between (B)(6) 2003 and (B)(6) 2007 and the mesh was used as wrapping material for porous orbital implant. The patient experienced orbital implant exposure. It was possible that conservative management was adopted for treatment of implant exposure; otherwise suturing of the conjunctiva was performed and when re-exposure occurred, this was managed conservatively. It was possible that implant removal was necessary and scleral graft was possibly used to cover the defect. When re-exposure occurred, the orbital implant was exchanged and a buccal mucosal graft used to ensure complete closure over this new implant. It was also possible that the orbital implant was changed for smaller implants as a single and two-staged procedure respectively and the implant removed and not replaced. Additional information has been requested.